Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was found by clinic staff a couple weeks post implant that the left ventricular (lv) lead was not capturing. A chest x ray showed that the lead had dislodged out of cs branch and into the ra (right atrium). The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.